Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During procedure, fluoroscopy was performed and found externalization on the right ventricular lead. No changes were reported. The patient was stable.